Event description:
It was reported that the ventilator alarmed for low expiratory minute volume. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The patient circuit passed functional test and the ventilator passed pre-use check tests and no malfunction was found. No parts were replaced. Review of received logs revealed clinical alarms indicating a drop in the expiratory volume which indicate leakage in the system. There are no technical error codes that indicate any technical issues with the ventilator. The ventilator was release for clinical use.